Manufacturer narrative:
The returned device was evaluated and found that the tip was deformed. The cause is likely attributed to over-torquing the driver during use or only partial engagement between the driver and the mating plug during plug final tightening. A review of the DHR did not identify any issues that may have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Reference reports 3012447612-2020-00340 and 3012447612-2020-00341.

Event description:
It was reported that three drivers were found worn during a routine inspection. However, device evaluation by the manufacturer found that the tips of the drivers were found to be twisted and deformed. This is report three of three for this event.